Event description:
A 52 year old white g3p3 female status post bilateral subglandular dow corning gels (question size and type) for augmentation in 1970. Became hard immediately and were replaced in 1977 with second set of gels (no records, again). Had closed capsulotomies at least once. 03/22/1980 had replacement with surgitek bilumens, thinks submuscular. Rt was always hard. Pt thinks they've decreased in size and complains of bilateral pain. No history of trauma. Right MRI. Arthralgias (positive am stiffness), myalgias, paresthesias/dypesthesias, spasms, swelling, fatigue, sleep disturbances, sore throats, fevers, hot flashes/drenching night sweats, headaches, visual changes, dizziness, memory loss, dry mucous membranes, hair loss, rashes, sensitive to sun/cold, ( positive raynaud's)/chem, shortness of breath/ chest pain, choking sensation, elevated cholesterol, gastrointestinal/genitourinary problems, and easy bruising.